Event description:
It was reported that urine flowed poorly in the inlet tube of the drain bag. Per follow up on 07oct2020, only reported of poor urine flow in the inlet tube, no reports of blockage. There was no impact to the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that urine flowed poorly in the inlet tube of the drain bag. Per follow up on 07oct2020, only reported of poor urine flow in the inlet tube, no reports of blockage. There was no impact to the patient.